Event description:
The product was used during a gastrectomy procedure. Reportedly, the staples did not form properly. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
1/29/1998-supplemental report #1 submitted to FDA.